Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, the vaginal cuff was inadvertently closed with the non-absorbable suture. The patient had to have the suture removed due to this. The surgeon stated that the product reference numbers were too similar and increased likelihood of mistaking absorbable for non-absorbable.